Manufacturer narrative:
The complaint of separation can be confirmed based on the photo provided. Received one photo showing the tubing separated from the y-clave. No damage can be observed from the photo provided. Due to the quality of the photo the tubing is unable to be examined from solvent coverage. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Event description:
The event occurred on an unspecified friday and involved a primary plumset that the customer reported the line became detached from just prior to the injection port. The event occurred during the administration of gemcitabine chemotherapy. The customer stated they attempted to replicate the failure and have not been successful unless they have used excessive force. The medication was spilled onto the patient, however, there was no harm and the chemo spill was cleaned up per facility protocol with a spill kit.

Manufacturer narrative:
The device was discarded and is not available for evaluation. The customer did provide a photo. Investigation is not yet complete.